Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the video system center had blackout. The issue was found during an unspecified procedure that was completed with the same device. The procedure was completed with a delay. There were no reports of patient harm.